Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that noise on the right ventricular (rv) pacing lead resulted in four inappropriate shocks.

Event description:
It was reported that the right ventricular pacing lead had oversensing, noise and it may have a possible lead fracture. It was noted that the right atrial lead also had noise. Both of the leads remain in use. No patient complications have been reported as a result of this event.